Manufacturer narrative:
Additional information received stating no patient involvement-incident occurred during testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis .the moment the device was powered up the device started double beeping. It's recommended to replace the downstream sensor.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a double there were no adverse events reported.